Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
44 year old female patient treated with an impella cp due to heart failure complicated by cardiogenic shock. On day eight of support activated partial thromboplastin time was very elevated > 100. Systemic anticoagulation. Patient having coffee ground bowel movements plus coffee ground drainage from nasogastric tube and is extremely confused and combative. Some intermittent oozing from impella cp site with movements due to combative behavior. Day nine controller error alarm, which was resolved with automated impella controller switch. Automated impella controller alarm history showed previous 'placement signal not reliable¿alarm.day nine placement signal not reliable observed in alarm history and no further information, if there were any attempts done to resove the alarm. Patient experienced seizure on day 18 of support and left sided weakness with a change in pupils. Head CT shows bleed with a midline shift as a consequence medication had to be turned off and patient had to be rushed to the operating room. Patient successfully weaned after this. Impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Case conservatively coded on life threatening injury as information is missing on which treatment was necessary to address the seizure and weakness follwoing the head CT.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
44-year-old female patient treated with an impella cp due to heart failure complicated by cardiogenic shock. On day eight of support activated partial thromboplastin time was very elevated > 100. Systemic anticoagulation. Patient having coffee ground bowel movements plus coffee ground drainage from nasogastric tube and is extremely confused and combative. Some intermittent oozing from impella cp site with movements due to combative behavior. Day nine controller error alarm, which was resolved with automated impella controller switch. Automated impella controller alarm history showed previous 'placement signal not reliable¿ alarm. Day nine placement signal not reliable observed in alarm history and no further information, if there were any attempts done to resolve the alarm. Patient experienced seizure on day 18 of support and left sided weakness with a change in pupils. Head CT shows bleed with a midline shift as a consequence medication had to be turned off and patient had to be rushed to the operating room. Patient successfully weaned after this. At an unknown date, the patient expired. Impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Death and stroke were conservatively coded as most likely due to underlying disease and not device-related. The reported thrombocytopenia and bleed may occur in the setting of impella cp support and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, anticoagulation and device position. The patient death has been reported in the sister record 1220648-2026-03832.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
D4 primary UDI number was revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H10 this is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. Related report number was added. H11 the impella device was received from the customer and an investigation regarding the returned device has been completed. Investigation summary - the cause of the reported controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
Updated information: d1 brand name updated. D6a/d6b removed implant/explant dates as these dates are not applicable to the console.